Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 2.5 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the centre to distal struts were pulled and stretched distally on the balloon. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) and the maximum crimped stent profile for this device shows there are no issues to note with the interaction between the two components. A visual and tactile examination found several kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4) .

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50x20mm synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, when the stylet and stent protector was removed, the stent came off the balloon and stretched across the distal tip of the entry tip. The device never went inside the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50x20mm synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, when the stylet and stent protector was removed, the stent came off the balloon and stretched across the distal tip of the entry tip. The device never went inside the patient's body. No patient complications were reported.